Manufacturer narrative:
(B)(4). Sn: (B)(6). The returned lead was analyzed and the visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 2 cm from the set screw mark of the clik x anchor. There were exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the allegation of high impedance has been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, visual inspection revealed that the lead body was cleanly cut. The proximal end portion of the lead was not returned. The cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent a replacement procedure. During the procedure, it was noticed that one of the leads was frayed and the physician was unsure if that was due to the removal or a defect in the lead. The ipg and leads were replaced and patient was doing well postoperatively. The explanted components will not be returned. Additional information was received that one of the leads was returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5063320. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 361264.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent a replacement procedure. During the procedure, it was noticed that one of the leads was frayed and the physician was unsure if that was due to the removal or a defect in the lead. The ipg and leads were replaced and patient was doing well postoperatively. The explanted components will not be returned.